Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: austria. It was reported that the femoral locking nut is loose. This was reported to the ages. It is not certain which devices/product is affected also. Components in use listed as concomitant devices are: nb018k / enduro femoral component cemented f2r. Nr864k / enduro femur spacer distal f2 4mm / nr864k. Nr400k / nut f/femur extens. Stem all size. Nb046k / enduro tibia hemi-wedge t2 8mm. Nr881mm / enduro meniscal component f2 12mm. Nr440k / femur extens. Stem 5 d20x177mm. Nr180k / tibia offset stem d20x92mm cementless. Nb012k / enduro tibial comp. Offset cemented t2. N0485 / e.motion pallella 3-pegs p5 38x11mm. Nb056k / enduro tibia hemi-wedge t2 8mm.

Manufacturer narrative:
The provided components have been examined visually and microscopically with the digital microscope. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to specification valid at the time of production. No similar incidents have been filed with products from these batches. When the connection between the axis taper and the femur could not firmly, there is a gap and hence movement between the components, this leads to the femur safety nut unscrewing or to the axis breaking above the taper. The taper must be firmly pressed together and the femur safety nut assembled and pre-tightened using the instrument. Then the counter-holder together with the instrument is used to tightened the taper with using the torque wrench. The femur safety nut is then screwed on using the holder by hand. The counter-holder is then attached to the femur and the femur safety nut is then tightened with using the torque wrench. When these steps are carried-out accurately it should not be possible for the construct to come apart in situ. Based on the information available as well as a result of the investigation the root cause of the failure is most probably user related. A CAPA is not necessary.